Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to be intact. During testing, all of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the up arrow and contrast key contacts. Unrelated to the contamination issue, the keypad symbols were found to be worn off, which does not affect the pump¿s insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the up arrow and contrast keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.